Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that the resident was incorrectly assessed before transfer and was placed on active lift ("sit and stand" type of unit, due to information received from the facility). It was reported by the facility that as a consequence of the event the resident fractured her right femur. The facility's administrator reported that the patient is currently in good condition and recovering from her injury. There is no allegation of a product malfunction, the administrator stated that the fall was a result of user error.